Event description:
Reporter indicated that lead break was noted during generator replacement surgery for end of service. The lead was also replaced. Further follow up revealed that the patient reported to the doctor in 03/2002, that patient could no longer feel stimulation and was uncertain how long patient did not feel stimulation. The patient reportedly did not suffer from any injury. The site increased the patient's device to a higher output current and the patient still could not feel stimulation. No diagnostic testing was performed prior to surgery and no x-rays were taken. Days after device replacement surgery, the patient's new device was turned on to low settings. The patient could feel stimulation again. The patient had reportedly benefited from vns therapy. No adverse event was reported.